Event description:
Boston scientific received information that this left ventricular (lv) lead was attempted at implant, but was explanted and replaced due to an unknown product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Attempts have been made to gain additional information and were unsuccessful. Should further information be obtained, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead found blood/tissue infiltration in the lumen toward the terminal end of the lead. The lead did not pass a stylet insertion test due to the this blood infiltration. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Analysis determined the blood/tissue infiltration occurred during the implant procedure.